Event description:
Revision surgery - the patient dislocated his shoulder.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.25 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 31st complaint for this product: one fit issue, two revisions, 14 due to dislocation, four due to infection, two for device loosening, one due to surgical technique, three for stability/poor joint issues, two indeterminate, and two for a packaging issue. This is the first complaint for this lot number. The root cause for the dislocation could not be determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. The information reviewed showed the product used met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.